Manufacturer narrative:
As reported, about 3.5 years post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with small bowel perforation, obstruction, adhesion and underwent surgical intervention for mesh explant. Adhesions is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Based on the available information, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned - mesh explanted and discarded.

Event description:
As reported, during a ventral incisional hernia repair procedure on (B)(6) 2018, the patient was implanted with bard/davol ventralight st mesh. On (B)(6) 2022, the patient was diagnosed with small bowel perforation and underwent emergency surgery during which mesh was removed along with small bowel resection. As reported, the portion of intestinal tract adhered to the mesh was also removed. It was reported that on (B)(6) 2022, the patient was diagnosed with bowel obstruction during follow-up and underwent additional surgery during which the remaining mesh and intestinal tract were removed.